Event description:
The customer reported that their device would not complete its boot up cycle completely and then would lose power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the power supply assembly which resolved the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power supply assembly and verified that there was no ac operation. Physio determined that the cause of the reported failure was an electrical short through fet transistors, designators q1 and q2. It was also observed that a fuse, designator f1, was open as a result of the shorted fet transistors which would not allow 12-volt output and, as a result, would not charge the battery.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported ac and dc power failure. Physio observed that the device functioned normally in dc mode, but would not function in ac mode. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.